Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent. Ams initiated a corrective action resulting from an internal quality systems audit to investigate the root cause regarding medwatch forms which had not been filed for these complaints. The investigation resulted in the need to file this medwatch 3500a form to address the corrective action. This is not related to any field action or product recalls.

Event description:
On (B)(6) 2010, during an elevate procedure, the bladder was perforated. The procedure was aborted, and the mesh was destroyed. The hole in the patient's bladder was repaired. The patient remained stable throughout the procedure. Add'l info received indicates that the patient was discharged from hospital on (B)(6) 2010. It was stated that the extra stay in hospital was at the patient's request, and that the patient is doing well.